Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and a critical pump error with an open book image. The customer reported a blood glucose value of 300 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer reported that the high blood glucose began after a meal. The event involved product(s) mmt-1780kpk, mmt-431a, mmt-342. Troubleshooting was performed for the reported events. The customer used the insulin pump system within 48 hours of the reported event. The customer was using the auto mode smartguard feature at the time of the event. The customer was about to do a bolus and then went on the open book image. No pump error(s) was displayed before the open book image was displayed on the screen. The customer used the correct battery cap for the pump they were using. No harm requiring medical intervention was reported. A product return for mmt-1780kpk was requested and the customer responded that the pump would be returned. No product return is required for mmt-431a. No product return is required for mmt-342.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus, force sensor zero offset within specification (22.94 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay, missing display window cover, scratched case and minor scratched lcd window. Critical pump error (open book image) alarm confirmed due to moisture damage electronic assembly. Unable to download history files and traces confirmed. Pump exposed to moisture confirmed on the pcba 1, pcba 2 and force sensor. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.